Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation. Although requested, patient information was not provided.

Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "rn went to draw labs and noticed that the il bag was empty. Infusion was immediately stopped and rate was checked, which was confirmed to be as ordered at 7 ml/hr with vtbi of 120. The il was supposed to run over 24 hours at a rate of 7 ml/hr but despite correct programming, almost the entire volume of il was infused m 7 hours. When the bag was hung, lines were traced and pumps checked by other nurses. Incorrect rate administered due to pump malfunction." There was no patient impact.